Manufacturer narrative:
A ge service representative performed an over the phone investigation. The customer was advised to restart the system. The system was found to be working as intended. The systm was put back into service.

Event description:
The customer reported that the system locked up. There is no report of death or serious injury.